Event description:
User facility reports one incident of a leak at the bloodline pt connector found at initiation of treatment. A new bloodline and dialyzer were set up to resume treatment. Ebl =50cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.